Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history settings (history/settings issue) issue. The reporter stated that the pump may not be administering all the insulin. There is no further information regarding the complaint available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2013 with the following findings: a review of the pump history shows no activity associated to the complaint; only typical usage was observed. The total daily dose adds up appropriately and total the users programmed basal rate. A 10u audio and 10u normal bolus were successfully performed. Both were accurately recorded in the pump history. The pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. The pump was found to be operating within required specifications and delivering accurately. Investigators were unable to duplicate the complaint during the investigation.